Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer replaced the ise tubing line #13 to resolve the issue. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the unicel dxc 600 pro synchron system generated erroneously high ion selective electrode (ise) results. The high results were not reported outside of the lab. The customer reported the quality control (qc) was within the lab established ranges before the event. There was no change to patient treatment in association with this event.